Event description:
Daniel states that one of the casters have chunks missing.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.